Manufacturer narrative:
Section d1: corrected brand name section d4: corrected model number, catalog number, serial number and primary unique device identifier number section h4: corrected device manufacture date.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, e3, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-oct-2021 to 14-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed. The field service engineer checked the connections and reset the fridge to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator experienced a drawer malfunction that prevented nurses from removing medications for patients. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the refrigerator did not appear in the station's communication's bus. A field service engineer verified the refrigerator's connections and reset it. Refrigerator is now communicating with the station. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator experienced a drawer malfunction that prevented nurses from removing medications for patients. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.